Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center discarded the impella product at the time of explant and care escalation. No benchtop analysis of the root cause of the ischemia was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of the limb ischemia was most likely patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The medical center discarded the impella pump at the time of explant. No benchtop analysis to root cause is possible. The manufacturer will close the investigation, but should new information be shared that leads to root cause, a final report will follow. The failure mode will be monitored and trended.

Event description:
The medical center had an impella cp that was placed via the femoral artery access to support a patient admitted with cardiogenic shock and an aicd that was "firing" repeatedly for pacing of the heart. During the pump support the team observed signs of limb ischemia and so the decision was made to have surgery do a cutdown and prelature explant of the impella . The team made decision to place an axillary access for the impella 5.5 instead and escalation of the support. After explant the limb ischemia improved.